Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found blocked. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: cp1a.260305.018. Hardware: pixel 10. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls. Fluid had no issues travelling the complete fluid path; no leaks or obstructions were observed. No other damages or deficiencies with the device were observed. No problem was found regarding the reported pod cannula obstruction of flow event.